Event description:
Vascular intervention case to treat a popliteal lesion. The physician made two passes with the turbo elite catheter however post angiogram the physician decided to make a third pass to increase luminal gain. During the third pass the popliteal artery began to spasm and the artery shut down. An aspiration catheter was used to draw out either arterial debris or thrombus. The physician then did a cut down to try to find the artery for retrograde access but was unsuccessful. The patient was sent to the ER and received a femoral/distal bypass to the dorsalis pedis artery.